Event description:
Hill-rom received a report from the account stating the right head brake caster is not holding. The bed was located at the account in the MRI building. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the brake casters not holding due to brake caster out of adjust. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech adjusted right head caster to resolve the issue. Based on the info, no further action is required.